Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she had been experiencing multiple low blood glucose levels, however she declined troubleshooting. She was operated for gastro bypass about two year ago and her body wasn't absorbing. Troubleshooting was performed for low blood glucose. Customer's blood glucose was 346 mg/dl. Customer stated she was treated by emergency medical services. Customer didn't return the device for analysis.